Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery a part of the device broke off. No further information received. Update avoe (B)(6)2023 it was confirmed that the error occurred during a shoulder arthroscopy surgery and the broken off pieces were not retrieved from the patient, since they were too small. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that the ceramic apollo at the distal end of the aspirating ablator was damaged. The most likely cause of this failure can be that the ceramic was hit during surgery with another device and caused it to break. Functional testing was not performed due to the damage to the device.